Event description:
Pain in left knee [arthralgia]. Swelling in left knee [joint swelling]. Left knee effusion [joint effusion]. Case description: spontaneous report was received on (B)(4) 2013 from another health professional via sales representative regarding a (B)(6) male patient, initials (B)(6), with osteoarthritis. The patient's medical history was not provided. On (B)(6) 2013, the patient initiated treatment with synvisc (hylan gf 20) injection at a dose of 2 ml in left knee, frequency and route of administration was not provided. On (B)(6) 2013, the patient received second synvisc injection. On (B)(6) 2013, the patient presented with pain and swelling in the left knee and unknown amount of fluid was aspirated from the left knee and cortisone was injected into the left knee. The same day, the patient was scheduled for third synvisc injection which was not given at that time. The action taken with synvisc treatment was not provided. The outcome for the events of pain in left knee, swelling in left knee and left knee effusion was not provided. Relevant concomitant medications were not provided. The intensity for all the events was not provided. The reporter did not provide the causal relationship between synvisc and all the events.

Manufacturer narrative:
Additional information was received in the form of qa (quality assurance) investigation summary on (B)(4) 2013. Evaluation summary: the production and quality control documentation for lot # p1204, with expiration date (2015-04) were reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Manufacturer's comment: the benefit-risk relationship of the product is not affected by this report.